Event description:
Patient reported there was no definitive answer as to why the stim was increasing on its own. One theory was the position mode wasn't working correctly. The issue occurred when the pt was walking on a level smooth floor. The issue stopped after this occurrence. The battery was also taken out of the hand unit.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient (pt) states he is experiencing an increase in stimulation when he is not increasing it. Pt states an example will be he will have it on 1.9v and the stimulation will increase to 2.6v on it's own. Pt states he won't touch anything on the controller. Pt states it "blows you up" when it happens. Pt states if he did have a conversation with mdt rep about having as enabled at some point but if it's enabled now, he is not aware. However, pt states a couple weeks ago he noticed his stim started adjusting on it's own with his position, which was great. But as of monday, he can't seem to stop the stim from going up. Pt states he did see his healthcare provider (hcp)  on friday but he did not do anything with the scs device. Patient services was about to get into troubleshooting with the controller when call was dropped. Tried calling pt back but only got his voicemail.